Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause was not determined and rep would be checking on the stimulator on friday. Unknown at this time if issue has resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that troubleshooting was completed to establish impedances and lead connections and everything was normal and within range. Patient does not know why or how the intensity increased on its own. Patient will take notes on when the next episode happens and what activity was going on when it happens again. Rep was not able to recreate the anomaly when they met him in the clinic on 8/9. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient was in bed last night and stimulation increased on its own. Patient sat up and stimulation continued to increase in intensity, so much that the patent had to scramble to grab their controller and turn stim off. The patient has not turned stimulation on since then because of how strong it was. The manufacturer's representative (rep) did not believe that as was enabled as patient was unable to get into different positions at post-op appointment set up for as. Patient was unable to verify if the actual intensity had increased on the controller or if patient just perceived the increase because they quickly used to controller to turn stim off. The rep reported that it was confusing to show the intensity in the same location as the program. Rep reported that the program number/ intensity value was small and difficult to see. Additional information was received. It was reported that the patient's stimulation was set at 12.4 ma and when patient went to bed, his stim was set at 4.8ma. Patient had to turn it down. Rep will meet with the patient on 7/3 to troubleshoot. Rep is unsure if as was on or not and patient wasn't in a different group. No further complications were reported/anticipated.